Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 377760, lot# v001708, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The consumer reported that their first device only lasted 5 years however manufacturer records indicated that the device was replaced roughly 8 years and 11 months after implant. The patient was indicated for intercostal neuralgia. No cause was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.